Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015. It was discovered with the supplemental information that the product previously reported as durom us acetabular component was not correct. The actual product is a trabecular shell and this case will be further reported under the existing case (B)(4). Zimmer (B)(4) will invalidate this case from the system as zimmer (B)(4) is not the manufacturer of the product. Please invalidate this case from your system. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component on the left side on (B)(6) 2009 and revised on (B)(6) 2014 due to unknown reasons.